Event description:
A bipap a 30 was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the service technician noted dust/dirt contamination; also, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was not repaired and scrapped by the service center after the evaluation was completed.